Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 251 mg/dl.